Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged, the lead was programmed off. The patient's condition was fine and has decided she did not want a lead repositioning procedure.